Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the strove/cva was due to a thrombus forming in the left atrium during impella support.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02030 was provided in sections d6 and h1.

Event description:
The complainant reported a 79-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient experienced an ischemic stroke and later passed away. Leading up to the event, it was documented that the patient¿s left ventricular lumen was narrow and limited the impella pump to low support levels. A thrombus formed in the left atrium and caused a cerebral infarction when it shifted location. Patient support continued following the event, however due to the patient's subsequently poor neurological prognosis and dilated pupils, dnar status was established. The patient passed away three days after the stroke.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU, a stroke is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿